Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s first ins (implanted in (B)(6)) had to be taken out and put on their other side because it was out in the wrong spot. There were no further complications reported or anticipated.